Event description:
Note; this is 1 of 3 related complaints. Customer notified regional sales mgr of three "blood leaks" over a three day period (1/19, 1/20, 1/21/98). All the same lot number, all non-reuse. Awaiting further info from complainant regarding pt details. 1/30/98 chief technician reports that the leaks were internal and detected in the dialysate with the blood leak alarm. All three pt events involved discard of the extracorporeal circuit due to the leak, ebl 170 ml, without adverse effect to the pt. It could not be verified whether the dialyzers came from one or more cases. 2/2/98 further pt info requested from healthcare professional. Mdrs filed due to volume of blood loss reported. 2/4/98 hcp called to check on the availability of requested info. It was suggested that to call back on monday and speak with head nurse. 2/9/98 spoke with head nurse who verified that this pt experienced no adverse effects or required any med intervention.